Event description:
As reported: "intraoperatively, drilling after plate placement. Even though it is fastened with 2 fingers and no excessive force is applied, a locking screw does not lock to the plate. A new screw was opened and inserted, but it was spinning. The screw was replaced with a non-locking screw, but it was not fix to the bone. The non-locking screw was left as it is. The doctor's opinion was that there was no sensation of the drill sleeve swinging more than the variable 15 degrees, and even though the drilling was within the acceptable range, it did not lock. The unfixation of the non-locking screw was probably because the cortical bone was broken during insertion of the locking screw."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Please note the correction to h6 component code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "intraoperatively, drilling after plate placement. Even though it is fastened with 2 fingers and no excessive force is applied, a locking screw does not lock to the plate. A new screw was opened and inserted, but it was spinning. The screw was replaced with a non-locking screw, but it was not fix to the bone. The non-locking screw was left as it is. The doctor's opinion was that there was no sensation of the drill sleeve swinging more than the variable 15 degrees, and even though the drilling was within the acceptable range, it did not lock. The unfixation of the non-locking screw was probably because the cortical bone was broken during insertion of the locking screw."